Manufacturer narrative:
The device was received for evaluation. During functional testing, 'speaker issue' was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the speaker. The rear case requires to replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an speaker issue during device power up . There was no patient involvement. No additional information is available.